Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. There is a temporal relationship between continuous cycle peritoneal dialysis ccpd therapy with the liberty select cycler and the hypotension that resulted in the patient¿s visit to the emergency room. However, there is no documentation to show a causal relationship between the hospitalization and the liberty select cycler. Although the peritoneal dialysis registered nurse indicated the patient did not complete dialysis treatment prior to the ER visit, peritoneal dialysis treatment continued at the hospital. Patient comorbidities contributed to patient¿s hypotension that lead to hospitalization and subsequent death.

Event description:
It was reported that a patient was hospitalized for hypotension. Medical records obtained indicated the patient presented at the ER (emergency room) with weakness and elevated cardiac enzymes and was diagnosed with non-st elevated myocardial infarction. Patient was also diagnosed with hypokalemia and low blood pressure with decreased volume. A chest x-ray taken was compared to the patient¿s last x-ray taken three months prior and it showed changes from aortic valve placement and placement of right-sided bipolar aicd (automatic implantable cardioverter-defibrillator) lead tips in the right atrium and ventricle. Aorta remained calcified and moderate size pleural effusion was unchanged. Fifteen (15) days later, the patient was rushed to the intensive care unit for agonal breathing, unresponsiveness and bradycardia requiring intubation and nasogastric tube placement; and the patient also required 4 units of red blood cells and 4 units of fresh frozen plasma transfusions for hematemesis. The patient was also started on protamine sulfate and protonix. The patient became pulseless and resuscitation attempts were unsuccessful. The cause of death was attributed to cardiac arrest.